Manufacturer narrative:
The sureform stapler 60 blue reload has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. The lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete causing a patient blood loss of 20cc. A review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during sleeve gastrectomy a da vinci-assisted surgical procedure, the facility used 60 blue sureform 60 reloads in the surgery and had a bleed with a female patient. The manager said to use white reloads next time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue of bleeding was to reflect a staple line bleeding that occurred during the procedure. The staple line was complete with no missing staples. The blood loss did occur with the use of the isi product. The bleeding came from extraluminal gastric mucosa and serosa tissue. There was 20cc of blood loss. The source of the bleeding was the extraluminal gastric staple line. No blood fusion was administered. There was no patient related information available.